Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has an insulin pump and a sensor but the sensor has been going off all night. Customer's blood glucose was 416 mg/dl at the time of the incident. Customer's current blood glucose is 156 mg/dl. Customer was recovering from dry mouth due to her high blood glucose. Customer treated with insulin from the pump. Customer declined to check for leaks or air bubbles in the reservoir. Customer declined to check for possible site or insulin issues. Customer was unable to perform the high pressure test at this time. Customer was advised to do a complete set change. Customer stated that her high blood glucose was a result of her drinking juice to treat a false low from the sensor. Customer had a calibration error alarm and lost sensor alarm. Customer was walked through changing the time and date. Customer was advised to speak with her health care professional regarding the bruising around the abdomen area and to check for scar tissue.